Manufacturer narrative:
Philips service replaced the power supply and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the table intermittently floated at bootup due to power supply failure on a allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.